Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was an attempted pulse generator replacement procedure. A new pulse generator was placed and attached to a chronic electrode. After connection, the shock impedance was greater than 400 ohms which is out-of-range. The doctor reconnected the pulse generator to the electrode, but the impedance was still high. The doctor elected to abandon the system and implant a transvenous system at a later date.

Event description:
It was reported that there was an attempted pulse generator replacement procedure. A new pulse generator was placed and attached to a chronic electrode. After connection, the shock impedance was greater than 400 ohms which is out-of-range. The doctor reconnected the pulse generator to the electrode, but the impedance was still high. The doctor elected to abandon the system and implant a transvenous system at a later date.